Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was high purge pressure error. In addition, the patient had hemolysis and tissue plasminogen activator did not resolve the issue. The patient had cola colored urine so blood products were provided. The decision was made to explant the pump due to high purge pressure and patient's hemolysis. When explanting the pump, the impella came apart at the outlet/cannula junction due to the cross clamp being on the pigtail. The surgeon thought that the impella was pulled far enough, but the clamp was on the pigtail holding the catheter in place.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related hemolysis event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation for the reported hemolysis, high purge pressure, and cannula damage has been completed. The product was not returned for evaluation. Data logs were returned, and small motor current spike followed by gradual rise in purge pressure for 10 minutes was observed. Saturated flows observed at p-2 during this time. No other issues were found with the logs. As per clinical, hemolysis likely occurred during high purge pressure event. The pump pigtail/cannula got detached at the outflow due to clamping at the pigtail in graft while pulling the catheter. The cause of the hemolysis issue was most likely due to biomaterial per data log and clinical review. The cause of the high purge pressure issue was most likely due to biomaterial per data log and clinical review. The cause of the cannula/pigtail detachment - peripheral vessels issue was most likely use related due to clamping the pump pigtail in the graft and pulling the pump during explant per clinical review. Added h6-problem code-1491.